Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth, were not provided. The initial reporter phone and email address are not available / reported. (B)(4). [Conclusion]: the event was reported through (B)(6) study, the (B)(6) year-old female patient with a history of atrial fibrillation, ischemic stroke / transient ischemic attach (tia) last known on 12 november 2016, hyperlipidemia, hypertension, and osteoporosis, presented with an unwitnessed wake up stroke on (B)(6) 2019, with an nih stroke scale score (nihss) of 28 and a modified rankin score (mrs) of 2 underwent a mechanical thrombectomy using the 5mm x 33mm embotrap ii revascularization device on (B)(6) 2019. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass was made with the 5 x 33mm embotrap ii (et009533 / 18j058av) via a 0.070¿ inner diameter (ID) intermediate catheter via a 0.025¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in a modified treatment in cerebral infarction (mtici) score of 0 with no clot retrieval. The second pass was made with the embotrap device via a 0.068¿ ID intermediate catheter via a 0.025¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in an mtici score of 2a with full clot retrieval via the embotrap device as documented in the case report form (crf). A 4mm x 30mm trevo® stent retriever (stryker) was then used for the third pass (5-minute incubation) due to the migration of the clot from the left m1 to the left m2 segment after the second pass, which resulted in a final / end of procedure mtici score of 3 with full clot retrieval via the stent retriever. The patient was discharged with palliative care on (B)(6) 2019 and subsequently expired on (B)(6) 2019 due to bacterial pneumonia. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18j058av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the products were not returned. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Distal embolization, infection, and death are known potential complications associated with mechanical thrombectomy for acute ischemic stroke cases and are listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. The instructions for use (IFU) warns ¿do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. The IFU also states ¿if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath.¿ the root cause of the clot migration cannot be conclusively determined; however, procedural factors or clot burden may have contributed to the event with no indication of a device malfunction. There are many different causes of pneumonia. These causes can be grouped into broad categories: community-acquired pneumonia, hospital-acquired pneumonia, health care-associated pneumonia, ventilator-associated pneumonia, aspiration pneumonia, pneumonia caused by opportunistic organisms, and other. According to the referenced literature, most available data suggests post-stroke pneumonia is often due to aspiration. Ill hospitalized patients routinely aspirate and patients with an impaired swallowing mechanism due to neurological injury are at especially high risk. There is substantial morbidity and mortality in patients who develop pneumonia after a stroke. Identifying patients at highest risk for developing pneumonia after a stroke should help with treatment and prevention. Highest-associated risks included age >65, dysarthria or no speech due to aphasia, decreased cognition, and dysfunctional swallow. There is no evidence to suggest that the bacterial pneumonia and subsequent death could be related to the use of the embotrap device. According to the case report form (crf), a mtici score of 2a with full clot retrieval was achieved with two passes of the embotrap. Review of the information suggests that patient factors, including the patient¿s underlying stroke and advanced age, may have contributed to the death with no indication of device malfunction; however, additional investigation is needed to help determine the root cause of the event. Since the clot migration occurred after use of the embotrap device and necessitated additional thrombectomy for restoration of blood flow to prevent permanent injury, the event meets MDR reporting criteria as a ¿serious injury.¿ based on the information available for review and the evaluation of the reporter, the pneumonia and death do not currently meet MDR reporting criteria. The patient outcome of pneumonia and death do not appear to be a consequence of the cerebral artery embolism. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through (B)(6) study, the (B)(6) year-old female patient with a history of atrial fibrillation, ischemic stroke / transient ischemic attach (tia) last known on 12 november 2016, hyperlipidemia, hypertension, and osteoporosis, presented with an unwitnessed wake up stroke on (B)(6) 2019, with an nih stroke scale score (nihss) of 28 and a modified rankin score (mrs) of 2 underwent a mechanical thrombectomy using the 5mm x 33mm embotrap ii revascularization device on (B)(6) 2019. The suspected origin of the embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass was made with the 5 x 33mm embotrap ii (et009533 / 18j058av) via a 0.070¿ inner diameter (ID) intermediate catheter via a 0.025¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in a modified treatment in cerebral infarction (mtici) score of 0 with no clot retrieval. The second pass was made with the embotrap device via a 0.068¿ ID intermediate catheter via a 0.025¿ ID microcatheter with mechanical pump aspiration at the left m1 (5-minute incubation) resulted in an mtici score of 2a with full clot retrieval via the embotrap device as documented in the case report form (crf). A 4mm x 30mm trevo® stent retriever (stryker) was then used for the third pass (5-minute incubation) due to the migration of the clot from the left m1 to the left m2 segment after the second pass, which resulted in a final / end of procedure mtici score of 3 with full clot retrieval via the stent retriever. The patient was discharged with palliative care on (B)(6) 2019 and subsequently expired on (B)(6) 2019 due to bacterial pneumonia.